Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair procedure the top jaw of the device was bent. The complaint device was received and evaluated. Visual observation confirms that the top jaw is bent. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually bent or broken . Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. We cannot determine a definitive root cause for this failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, it was observed that the top jaw of the expressew iii ac+ gun device was bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.